Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother reported via phone call that insulin continued to drip after the motor stopped during the manual process. The mother reported insulin continued to drip after the act button was released. The mother stated the customer did not wear the insulin pump during the prime process. The customer's blood glucose was 411 mg/dl. The mother declined to return the insulin pump at the time of the call.